Event description:
Caller reported that a malfunction occurred on the pump after it had run out of battery. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support to reset the pump, but the malfunction code recurred. The pump was replaced to resolve the issue, and the customer will use a backup insulin pump for insulin therapy until the replacement arrives.